Event description:
The device was returned for mechanical hardware failure (av sticky valve). Performed mock infusion and unit had a state 1 error. Log files indicate mechanical hardware failure (av sticky valve). The fva primary output din exhibits drag. Removed fva assembly and fva pins especially the output pin had debris. Cleaned fva pins and channels. The fva lip seals will be removed and replaced during the repair process.

Event description:
The following has been reported: biomed reported: "no patient harm IV pump is having an issue. Staff states that the pump says to close the dial on the tubing although the tubing dial was closed. They restarted the pump and the issue persisted. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.